Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of up to greater than 125 ohms. The rv pacing threshold measurements were also elevated. Programming and troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.